Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringes had poor perforations/slits on the packaging. The following information was provided by the initial reporter: "syringes are individually sealed in wrapping. The wrapping is perforated to ease the splitting of each unit. Perforations are missing which made the use of a single syringe difficult in a sterile environment."

Event description:
No additional information

Manufacturer narrative:
Pr 9390086 ¿ follow up MDR for device evaluation since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. The reported defect is not a true defect and is a design-related inquiry. Please note: individually wrapped and sealed packages do not require a perforation to separate them from other individually wrapped and sealed packages. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative